Event description:
Healthcare professional reported after injection using a "canulae" near the bones of the "malar and intra-orbicular area" with juvederm ultra xc, pt developed edema "that lasted a month." Pt was treated with "anti-inflammatories via oral, nimesulida" and "radio-frequency." Pt's symptoms have improved 60% after continued "radio-frequency and draining" treatment.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Device labeling: precautions for use: juvederm ultra xc is indicated only for intra-dermal injections and injections in the mucous membrane of the lips. Undesirable effects: the pt must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc) which may be associated with itching or pain on pressure or both, occurring after the injection.